Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had perforated the heart wall. The patient complained about stabbing pains in her left pleural area. There was blood in the pericardial space. The lead was repositioned. No additional adverse patient effects were reported.